Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 116 mg/dl. The customer stated that the introducer needle was hard to remove and she had to wiggle it. The customer stated the introducer needle may have been upon removal. The customer stated that sensor cannula is not intact. The customer was to return sensor and we are sending replacement.